Manufacturer narrative:
Company rep evaluated the system's server. Corrections included rebooting and cleaning the system's error logs.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.